Manufacturer narrative:
Investigation: the machine at the customer site was inspected by a terumo bct service technician. A complete autotest was performed/ the aim system and occlusion pumps were checked and no problems were found. System was found fully operational. The run data filed (rdf) was analyzed for this event. A conclusive root cause for the reported platelet loss could not be identified for the 306-minute cmnc procedure. The rdf and images for this procedure were reviewed for common signals related to platelet loss such as: aggregation in the connector, excessive pump pauses, changes to the collect pump flow rate, changes to the packing factor, and use of a high collection preference (cp). It is also possible that the patient¿s disease state and blood physiology influenced the collected product. There were multiple pump pauses including 44 access pressure alarms and several pump-pauses for both 3 and 10 minutes. Although no signs of aggregation were observed in the aim images, it was unclear why the pumps paused for this length of time. The collect flow rate was increased to 1.2ml/min which can allow more volume to enter the collection bag however the inlet flow rate was also increased which can offset the possible increase in volume. The operator made no changes to the default packing factor. The cp averaged a value of 44 throughout the procedure; this is not considered an unusually high cp for cmnc procedures. It was noted that the inlet:ac ratio was increased from the initial value of 12 to 18 then a value of 25 at 92-minutes into the run. These higher values indicate that anticoagulation outside the system was being given to the patient as no clotting was seen in the aim images. This may also be a factor in the reported platelet loss. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, with current centrifugal technology, reductions in platelet count are usually modest, and levels quickly return to baseline. In a severely thrombocytopenic patient, however, such a loss may mask the beginning of platelet recovery. Similarly, the small amount of red cells lost in the apheresis circuit may be more apparent in an anemic patient who has meager production capacity and who is receiving multiple procedures. Although generally well tolerated, the large-volume leukocytapheresis for stem cell collections in patients often results in a decline in hematocrit and platelet count, particularly because some red cells and platelets are incidentally removed with the stem cells. Root cause: a root cause assessment was performed for the decrease in platelet count. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: patient's underlying disease state and blood physiology influenced the collected product * inlet flow rate was set too high running a lengthy procedure.

Event description:
They customer reported a drop in platelets from 135,000 on may 3rd to 36,000 on may 4th and the pre-procedure was documented. No transfusion occurred on 04/05 given the suspicion of hit, heparin-induced thrombocytopenia, (under clexane and heparin leo during the collection). There was a negative anti pf4 test and unconfirmed hit transfusion of 8 platelet units on 05/05 given persistence platelets at 25,000 no signs of bleeding diathesis. The collection set is not available for return because it was discarded by the customer. Due to EU personal data protection laws, the patient information is not available from the customer.

Manufacturer narrative:
Investigation: the machine at the customer site was inspected by a terumo bct service technician. A complete autotest was performed/ the aim system and occlusion pumps were checked and no problems were found. System was found fully operational. The run data filed (rdf) was analyzed for this event. A conclusive root cause for the reported platelet loss could not be identified for the 306-minute cmnc procedure. The rdf and images for this procedure were reviewed for common signals related to platelet loss such as: aggregation in the connector, excessive pump pauses, changes to the collect pump flow rate, changes to the packing factor, and use of a high collection preference (cp). It is also possible that the patient¿s disease state and blood physiology influenced the collected product. There were multiple pump pauses including 44 access pressure alarms and several pump-pauses for both 3 and 10 minutes. Although no signs of aggregation were observed in the aim images, it was unclear why the pumps paused for this length of time. The collect flow rate was increased to 1.2ml/min which can allow more volume to enter the collection bag however the inlet flow rate was also increased which can offset the possible increase in volume. The operator made no changes to the default packing factor. The cp averaged a value of 44 throughout the procedure; this is not considered an unusually high cp for cmnc procedures. It was noted that the inlet:ac ratio was increased from the initial value of 12 to 18 then a value of 25 at 92-minutes into the run. These higher values indicate that anticoagulation outside the system was being given to the patient as no clotting was seen in the aim images. This may also be a factor in the reported platelet loss. Investigation is in process, a follow-up report will be provided.

Event description:
They customer reported a drop in platelets from 135,000 on may 3rd to 36,000 on may 4th and the pre-procedure was documented. No transfusion occurred on 04/05 given the suspicion of hit, heparin-induced thrombocytopenia, (under clexane and heparin leo during the collection). There was a negative anti pf4 test and unconfirmed hit transfusion of 8 platelet units on 05/05 given persistence platelets at 25,000 no signs of bleeding diathesis. The collection set is not available for return because it was discarded by the customer. Patient ID, age and outcome are unknown at this time. Patient weight and gender obtained via run data file (rdf).